Event description:
The jaw insert broke during a case. Surgery time was extended by ten minutes. There were no complications as a result of this incident and there was no patient injury. The piece was retrieved.